Manufacturer narrative:
The device was received with the slide insert visible in the top housing window, the linkage assembly in a partially deployed state and the needle exposed and bent in the bottom housing window. The needle mechanism did not fully deploy when the top housing was removed due to the bend in the needle hooking on to the bottom housing. When the pod chassis was removed from the bottom housing the needle mechanism fully deployed. Score marks were observed on the underside of the top housing, indicating that there was misalignment of the linkage assembly which caused the needle to partially deploy. The needle mechanism was successfully reset and redeployed with no issues. The investigation found no other damage or defects that would contribute to the needle partially deploying. The misalignment of the linkage assembly can be confirmed as the cause of the reported event. The timing and cause of the bend in the needle and the curling at the needle tip could not be determined. It could not be determined if the exposed needle contributed to the damaged soft cannula. The exact cause and timing of the soft cannula damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed but the cannula did not insert into the skin all the way and only went in half way and the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.